Event description:
A patient with history of high blood pressure, diabetes mellitus, and shortness of breath was admitted for a cardiac catheterization. When removing the prelude ideal sheath introducer after the procedure, the sheath introducer ripped/tore when taken out of the patient. The device was removed intact with no known harm to patient.